Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. Device had evidence of insect infestation. Device was returned to customer unrepaired and not recommended for patient use. Resmed reference#: (B)(4).